Event description:
A cartridge alarm was reported, but it did not adversely impact the customer¿s blood glucose level. The pump that triggered the alarm was not under warranty, and the customer had no backup insulin delivery method. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer expressed interest in obtaining a loaner pump, and the loaner pump agreement form was forwarded for completion to facilitate this arrangement.